Event description:
The customer reported that during opcheck the unit is freezing up and will not shut off.

Manufacturer narrative:
(B)(4). The customer reported that during opcheck the unit is freezing up and will not shut off. The philips response center walked the customer through reloading the software on the device to resolve the issue.